Event description:
Revision surgery due to Loosening.

Manufacturer narrative:
The agent reported Loose implants. FEMALE 58.Complaint has been evaluated and is similar to report number 1644408-2022-00426; 353-02-106, S810 - Device Loosening, Revision Surgery; Surgical - Quality Complaints.Surgery If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.